Manufacturer narrative:
The t: slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. In addition, the user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after overfilling a cartridge with cold insulin. The customer's blood glucose level was 367 mg/dl, but the customer gave themselves a manual correction.